Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that in march 2022, they experienced an adverse event. The patient stated they passed out and was found by her friend who was her caretaker. The patient stated that she had neuropathy and became delusional and thought her blood glucose was high prior to passing out. Her friend took her to the emergency room. The patient regained consciousness five days later. The patient could not remember details of the event or any treatment that was provided to her. It was reported that the patient's blood glucose was 1009 mg/dl; however, it was not mentioned what device this reading was displaying on and the patient stated she did not check her bg during the time of the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient reported that the cgm was showing a value of 1009 mg/dl. The patient continued to report that they had neuropathy and was delusional prior to losing consciousness. No additional patient or event information is available.